Event description:
The pt was experiencing alternating chills and sweats. The hcp withdrew the drug from the pump and has sent it for analysis. If the pt's symptoms persist, he will perform troubleshooting of the pump and catheter. The pump contains morphine 10 mg/ml and is programmed to deliver 1.5 mg/day of morphine.